Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The review of the transmitter alert history in dms showed that the ec30 (led disconnect error alert) was first triggered on (B)(6) 2023. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement.

Event description:
On september 12, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.